Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal device was returned for product evaluation. The returned device included the header bag, polyfoil pouch, hemostasis sheath and carrier tube assembly. The tip of the carrier tube assembly was inserted into the hemostasis sheath and the locking mechanism was set to forward lock position. Visual inspection revealed that the bypass tube was found to be on the shaft of the carrier tube assembly. There was a kink located proximally to the bypass tube on the carrier tube assembly. The collagen was found to be stuck in the valve of the hemostasis sheath with the tamper tube also partially released. Microscopic analysis of the hemostasis sheath tip showed no signs of deformation or damage. The hemostasis sheath was not brittle and there were no signs of mechanical damage or deformation of the hemostasis sheath. Measurements were taken of the tamper tube od and carrier tube ID. The tamper tube od was found to be 0.059" which is within specification of 0.060" +/- 0.002". The carrier tube ID was found to be 0.068" which is within specification of 0.068" +/- 0.005". IFU states: b. Set the anchor, step 1: "confirm that the device sleeve has remained in the rear holding position. Carefully grasp the angio-seal¿ device at the bypass tube. Cradle the angio-seal¿ carrier tube in the palm of the hand and, with the reference indicator facing up, slowly insert the bypass tube and carrier tube into the insertion sheath hemostatic valve." The complaint cannot be confirmed for hemostasis sheath mechanical damage however, the complaint could be confirmed for assembly difficulty. The exact root cause cannot be determined. The likely root is failure to follow the IFU instructions listed. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that one angio-seal device was used and the sheath was found cracked. This was for a femoral access arterial procedure. The patient was not harmed. The staff held pressure on the groin. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. The procedure outcome was not affected. Additional information was received on 14jun2021. The procedure performed for the patient prior to use of closure device was a lle arteriogram. A 7fr sheath was used. There was no blood loss; there was a small hematoma at the groin site. A pre-deployment angiogram was performed. There was difficulty passing the device through the sheath, so everything was removed, and manual pressure was held. After device was removed, inspection of device showed the sheath was cracked. Additional information was received on 24jun2021. The device was kept in the box with their other supplies. It was not exposed to heat. It was not stored in a pyxis. It was stored in a storeroom where all other supplies are stored. The units were not removed from their individual boxes holding 5 units each. This is an obl so not while from sterilization on site. The sheath was not in pieces either, just had a split seam.